Event description:
It was reported that the device was explanted after an implant duration of approximately 39.6 months, due to unknown reasons. No further details were provided. Device is available and will be returned by the sales representative.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Upon repeat lower results were obtained. The erroneous results were reported outside of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The information was initially learned through implant patient registry and a telephone call from the sales representative. Three requests were made (via fax) and e-mail for the device, operative report, and additional information. The operative report was provided and device was returned for evaluation, however, the device evaluation is anticipated, but not yet begun. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: moderate calcification is detected in the free margins of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 6-7mm. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm. Host tissue is heavy at the stent inflow. Vegetation like growth are wedged between the leaflets at the inflow aspect. The x-ray demonstrates calcification. (Model#6900).